Event description:
MFR rec'd a report of a person flipping out of a manual wheelchair. As a result of this incident, the user allegedly sustained a broken leg. Evaluation did not reveal a malfunction.